Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for high blood glucose. Blood glucose at the time of admission was 472 mg/dl. The customer stated they were taken off insulin pump therapy. The customer also reported their display was not readable. There were also many broken pieces off the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).